Event description:
Catheter and pump implanted in 1999, was suspected to be malfunctioning. Surgery scheduled and performed. Capsulotomy of left lower abdomen and removal of morphine pump and reinsertion of pump in right lower quadrant.